Event description:
A report was received that the patient was experiencing shocking sensation and had difficulty charging the ipg. It was also reported that the patient had a magnetic resonance imaging (MRI) on the leg. Database analysis revealed no anomalies. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing shocking sensation and had difficulty charging the ipg. It was also reported that the patient had a magnetic resonance imaging (MRI) on the leg. Database analysis revealed no anomalies. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent explant procedure. Device malfunction was suspected. It was believed that the patient had an MRI that could have caused the malfunction. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.